Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the root cause of the low pump flow was determined to be a kinked cannula. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, a kinked cannula with low pump flow was noted. The issue was resolved with removing and replacing the impella cp device. No patient harm or injury reported.